Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating the numbness had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their stimulation/therapy is not effectively controlling their tremor since (B)(6) 2016. The implantable neurostimulator (ins) was checked with the patient programmer (pp) which showed that the insis on and ok, with it being confirmed that the patient knew therapy was on but it is not as effective as it once was. The patient has been to their healthcare provider (hcp) three times to relay this information. Additional information received from the patient on (B)(6)reported that they are still having tremors and are shaking out of control. It was inquired if "carpantunnel" shots could effect the implant as it all seemed to have started after getting the shots. The patient is at 3.5v and could try turning it up more but if they go too high they feel a numbness on the right side and their hand tingles. Follow up information received from the hcp on dec-28 reported that the device is working well and the patient has been seen on multiple occasions. An appointment is scheduled for (B)(6) 2017, and that the patient has a history of essential tremor which h is causing their shaking. It was stated that the patient has had significant but incomplete resolution of tremor. The patient's indication for implant is movement disorders. Additional information was received from the patient. The patient reported that 1 month after each adjustment it slowly got worse, and they can no longer control their right hand. No interventions have occurred yet. Additional information received from the manufacturer representative (rep) reported that the patient has the implant for essential tremor, primarily in their right arm. It was stated that the patient was initially getting good therapy right after implant which has steadily declined. No further complications are anticipated. **see related (B)(4) tingling at head, numbness at hand** additional information was received. The patient was still having tremors in their hands and inquired on how he can be assisted. The patient has been to 5-6 sessions over the last 2 years, where they readjusted the stimulation, which works for a little while but then stops. The patient's now down to where it works for about a week but then they shake again. The patient had carpletunnel done and they take propanal up to 80 mlg and taken primidone up to 750 mlgs. The patient has tried turning stimulation up, as well as turning it off. The first year they had the device, they left it on day and night. For the last year to year and a half, they tried turning it off at night or as low as they could have it. The patient also tried turning it off for 3-4 days at a time or having it at a different level and even tried increasing it to 5v. The patient also mentioned they have experienced numbness on the right side of their mouth and eye when they turn it up high. The patient indicated the stimulation was on. They were on group b at 0.90 v but is uncertain if they'd tried group c, which was the only other group they had. It was recommended the patient followed up with their hcp.